Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display has gradually dimmed over time and is difficult to read in an outdoor setting. It was reported that there was no recent damage, trauma or exposure to moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump and battery cap have been returned and evaluated by product analysis on 01/23/2014 with the following findings:investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.